Event description:
It was reported that a large volume infusor leaked from the filling valve. This occurred after filling the pump. The issue was further described as, while filling the pump, somewhere at a volume of 200 ml, the solution from the pump began to flow out in a jet through the filling valve. The device contained saline, 21 ampoules of metoclopramide, 5 ampoules of metamizole and one bottle of 10% lidocaine solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified day in february 2025. H4: the lot was manufactured between november 6-7, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.